Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a drain was placed. The drain was removed on (B)(6) 2015. The patient presented with sharp pain and signs of infection. A CT was done and body residue was found. The patient underwent removal of the retained drain on (B)(6) 2015. Additional information was not provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1349597 mfg date 7/1/2013, exp date 7/31/2018. Batch j1349598 mfg date 7/1/2013, exp date 7/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual drain involved in this event was returned for evaluation. The drain broke about 3mm above its black dot. The broken surface is very uneven and indented. The drain could have been damaged during use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.